Event description:
Reportedly, after firing, the instrument could not be removed from the tissue. The surgeon had to sew the colon closed and then he had to cut the stapler off. The surgeon hand sutured to complete the proceduce.